Event description:
It was reported that the lotus edge valve delivery catheter kinked. Vascular access was obtained via a transfemoral approach. The anatomy was moderately tortuous. A lotus introducer sheath was placed. While introducing a 23mm lotus edge valve system through the lotus introducer sheath, in accordance with the directions for use (dfu), resistance was noted. The 23mm lotus edge valve system was removed from the patient and a kink was noted on the delivery catheter close to the valve. The 23mm lotus edge valve system was exchanged for a 25mm lotus edge valve system. The 25mm lotus edge valve system was advanced through the same lotus introducer sheath with less resistance. The 25mm lotus edge valve was successfully implanted. No patient complications were reported.

Manufacturer narrative:
H3: device evaluation: device technical analysis: the lotus edge valve system was returned to boston scientific for analysis with the lotus edge valve unsheathed and inside of the sterilization bottle. The stylet was fully inserted into the nosecone section of the delivery system. The outer sheath was noted to be kinked at 4.5cm proximal from the distal tip of the outer sheath. The outer sheath was noted to be compressed where the bottle cap had been replaced post procedure. All ports were flushed. The lotus edge valve was sheathed, unsheathed, locked and released on the bench without issue. No other issues were noted during the analysis which could have contributed to the complaint event. No procedural angiographic media was made available for review as part of this complaint.

Event description:
It was reported that the lotus edge valve delivery catheter kinked. Vascular access was obtained via a transfemoral approach. The anatomy was moderately tortuous. A lotus introducer sheath was placed. While introducing a 23mm lotus edge valve system through the lotus introducer sheath, in accordance with the directions for use (dfu), resistance was noted. The 23mm lotus edge valve system was removed from the patient and a kink was noted on the delivery catheter close to the valve. The 23mm lotus edge valve system was exchanged for a 25mm lotus edge valve system. The 25mm lotus edge valve system was advanced through the same lotus introducer sheath with less resistance. The 25mm lotus edge valve was successfully implanted. No patient complications were reported.